Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2007. It was reported that the patient's charger indicated the ipg was fully charged after only briefly recharging. However, the patient's programmer allegedly showed the ipgs as only partially charged. It was reported that this occurred at each charging session. A replacement charger was sent to the patient; however, it is currently undetermined whether the replacement external device resolved the issue. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.